Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1588tn-20 serial/batch number (B)(6) was received for investigation. No functional testing for this device was performed due to the damage. Visual evaluation found the sutures were torn. Also, it was noted a knot in the blue suture. No sharp edges were observed on the button. Per dfu-0147 g. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause for the reported failure is user error for applying excessive force during use.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope thore when it was pulled through the femural tunnel. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.